Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6b: explant date: not applicable, as lens remains implanted. Section e1: initial reporter first & last name: unknown/not provided, as information was asked but it was not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: establishment address: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation (lens remains implanted). Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on day 1 post intraocular lens (iol) implantation into their left eye, the patient was re-examined, and the visual acuity was 0.12, and there was corneal edema. The iol position was positive, and the intraocular pressure was 6.1 mmhg. The patient was given levofloxacin eye drops 0.02ml and tobramycin and dexamethasone eye drops 0.02ml. The next day, visual acuity of 0.25 was noted in the left eye with corneal edema. Account provided that the condition is getting better. The patient was asked to continue the same medication as before, and switched to 6 times/day at 3 times. The patient is being monitored. No further information provided.